Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. The alleged temperature alarm issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, the customer received multiple temperature alarms while connected to a power source. There was no reported impact to the customer's blood glucose level. Reportedly the customer had manual injections as alternate insulin therapy.